Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the prograsp forceps instrument jaws would not close. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that intuitive motion was not being experienced because both pitch cables were found to be loose at the wrist. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. Upon housing removal found pitch cables broken at clamping pulley. Additional, failure analysis investigation observed that the pitch cable had become frayed. The frayed strands stuck out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.